Event description:
During device inspection, additional potential adverse events were found: when powering the unit on and pressing the cavity mode button, the unit screen went black and alarmed constantly causing error e03.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation (which was inadvertently left out of the previous report) and the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. As a result, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the e03 error code, alarm going off, and the front panel display disappearance was likely caused by a faulty main circuit board. In addition, the following non-reportable malfunction was found during the device evaluation: the chassis was deformed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high flow insufflation unit front panel light emitting diode (led) does not light up, is flickering and there are flashing lights on the display. The issue was found during preparation for use. There were no reports of patient harm.